Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported differences between her sensor glucose and blood glucose readings. The customer stated her sensor glucose was 292 and her blood glucose was 400. She also reported having a blood glucose of 400 mg/dl. The customer treated herself with a bolus delivery. Troubleshooting did not find any issues with the customer's insulin pump. No additional information provided.